Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced respiratory distress, respiratory arrest, and hypotension and was subsequently hospitalized. On (B)(6) 201, the patient experienced some respiratory distress; emergency services (ems) was called and en-route to the hospital the patient advanced to both cardiac and respiratory arrest. The patient was intubated and then admitted to the hospital. At the time of admittance, the healthcare provider (hcp) decreased the pump dose 20%, and then decreased by 16% on (B)(6) 2012. As of (B)(6) 2012, the pump medication rate was 268mcg/day (from 399mcg/day) and the patient remained in the hospital and intubated with the use of sedative agents to keep the patient from "fighting the vent". It was noted that the patient had been being treated with levaquin for a couple of days prior to this event for pneumonia. Neither the hcp nor any of the other managing physicians involved in the care of the patient believed the event to be related to the pump therapy. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.